Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient was hospitalized for two days, due to high blood glucose (bg) levels of 45 mmol/l (810 mg/dl) and a little blood infection while wearing the pod longer than 48 hours on the arm. The patient had nausea, vomiting, and felt short of breath. At the hospital, he was placed on an intravenous (IV) therapy immediately and was given short acting insulin to get his bg levels down to 10 mmol/l (180 mg/dl).

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the cannula was found to be bent at multiple locations. The distal tip of the cannula was kinked and tears were observed at different locations. Fluid was seen exiting the site of the tears. It could not be determined when the tears occurred or if they contributed to the pod failing to deliver insulin. No other damages or defects were found with the device.